Manufacturer narrative:
Product analysis: no product specimen has been received for evaluation. Conclusion: multiple attempts have been made to gather patient weight details and request product return; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's physician that immediately post implant of this annuloplasty ring in the tricuspid position, this ring was explanted and replaced with a bioprosthetic mitral valve due to severe regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, medtronic received information from this patient's physician that immediately post implant of this annuloplasty ring in the tricuspid position, this ring was explanted and replaced with a bioprosthetic mitral valve due to severe regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.